Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) remotely accessed the machine and requested that the user provide a picture of the issue encountered. The tss reviewed the received image, which showed that cubie 0414 displayed a different medication than expected. The tss then reviewed recent activity in the system and identified the last transaction associated with that cubie. The tss contacted the user to confirm the medication physically present in cubie 0414, and the user clarified that the medication was ambien 5 mg and not roxicodone 5 mg. The tss proceeded to test other cubies containing roxicodone 5 mg within the same drawer, specifically cubies 0413, 0415, 0416, and 0417, and confirmed that there were no issues with cubie lid operation. A conference call was then conducted with the pharmacy to explain the situation and review the findings. The pharmacy approved a new dispense request for the user, allowing the medication to be issued successfully from cubie 05 02. The issue was confirmed as resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, unable to issue medication; an error occurred in which cubie 04.14 displayed a different medication name (60204080100310 ambien 5 mg). The customer requested 65100075100310 roxicodone 5 mg tablets for patient 104/f/316665 with a quantity of 2, but only 1 was received. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.